Event description:
Customer called in with pain at insertion site with 3 different devices. She did not know what was causing pain so she went to the emergency room, where they advised her not to use the device. The customer reported all three were worn on her lower back.

Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction or other device condition could have caused the pain at the infusion site reported by the customer. No product lot number was reported, so no qualification record review was conducted. The omnipod user's guide advises that "before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper high, or lower back," and cautions "change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site."